Manufacturer narrative:
Lot review: a two year review of the complaint database for this list showed no other reports. Visual receipt analysis: 11/2/2016 - received the following: one used baxter 25ml saline IV bag. One used ch-12 bag spike w/clave additive port, dry spike adapter lot# unknown. One used carefusion burrette. One used carefusion pumpset. One used ch2000s-c, spinning spiros, lot# is unknown. Connection setup: baxter 25ml saline IV bag - ch-12 bag spike - carefusion burrette - carefusion pumpset -ch2000s-c. The setup was flushed and no leaks were observed. Functional testing: the complete fluid circuit was hydrostatically pressure leak tested at 10psi. No leakage was observed at any of the connection sites or at any other location along the fluid circuit. The ch2000s-c was removed and pressure leak tested an no leakage was observed. Final analysis: the complaint of fluid leakage between the tubing and the ch2000s-c spiros was unable to be confirmed. There was no leakage at the connection between the carefusion male spin luer and the ch2000s-c spiros. The ch2000s-c spiros was pressure tested as per the product performance specification without leakage.

Event description:
Complaint received regarding two ch2000s-c, spinning spiros, lot# is unknown. Report states; there was a leak between the tubing and the spiros. No adverse patient/clinician consequences reported.

Manufacturer narrative:
Lot review: a two year review of the complaint database for this list showed no other reports.

Event description:
Complaint received regarding two ch2000s-c, spinning spiros, lot# is unknown. Report states; there was a leak between the tubing and the spiros. No adverse patient/clinician consequences reported.